Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient thought they needed a routine adjustment. Patient stated that they were previously on a program with cycling but now they have constant stimulation. Patient stated that it changes and beeps if she is very tired or late at night and she can feel the stimulation is stronger but does not bother her. Patient reported that a healthcare provider at their assisted living location tried to adjust it but they think it needs to be adjusted by a manufacturing representative. Patient reported that the therapy is working but just needs an adjustment. No further complications were reported or anticipated.